Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the she was in the hospital for couple of days on unknown date with unknown reason. Customer blood glucose was 105 mg/dl. Customer already had high blood glucose and insulin pump was already programmed, pairing with the meter. The insulin pump had up and down button like sticking. The customer was assisted with troubleshooting. The insulin pump was not exposed to change in altitude. It was unknown if the insulin pump was on auto mode at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly and passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08720 inches. No stuck button alarm, unexpected numbers ramping or scroll bar moving, damage or moisture damage on keypad noted during visual inspection. (B)(4).